Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient reported a fluid leakage between the connection of the effluent bag and the prismaflex set (type unknown) during treatment. The customer indicated that the connection was possibly broken, and that the clinician had to use two hemostats to disconnect the last bag. The customer will review the setup to see if the bag or circuit connection is the problem. If the circuit connection is damaged, the customer will return blood and set up a new circuit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.